Event description:
Dr. (B)(6) implanted essure device incorrectly on my left side without using the camera to see the tube. By doing this she perforated my uterine wall and the device on the outside top of my colon for several months. This caused extreme pain and discomfort when using the restroom. I had to have an exploratory lap to find the device and the device was removed from its incorrect placement. They also placed a filshie clip on my left tube while correcting the problem from the essure. Only the essure device on the right remains in place.